Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through an unspecified number of clearlink continu-flo solution sets. This event occurred after the set was primed. The customer had trouble pushing medication though the tubing after connecting the patient. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Additional information provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.